Manufacturer narrative:
Corrected data: the initial report contained an error where the 510(k) number provided was incorrect. This device involved in this event is 510(k) exempt and there is no associated 510(k) number.

Manufacturer narrative:
All pertinent information available to sight sciences, inc. Has been submitted. The company is submitting this MDR to ensure full compliance with 21 cfr 803. MFR reference #: (B)(4).

Event description:
The surgeon reported severing the tip of the trabeculotome while performing a trabeculotomy. The entire device was removed from the eye without incident. A new device was successfully used to complete the case. The event did not result in any adverse impact to the patient.